Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. Visual inspections & results: any other noticeable damage, n/a; batch number, n/a; cartridge pan in place/condition, n/a; condition of drivers, n/a; lockout tabs on pan condition, n/a; position/condition of wedge sleds, n/a. Functional tests & results: condition of clamp first lockout, ab good; condition of clamping mechanism, ab damaged; condition of firing mechanism, ab good; condition of knife, ab good; condition of wedge bands, ab good; is hyper lockout condition present, ab no; result of attempted firing, ab good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instruments were returned with the anvils dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvils were re-aligned and the instruments were cycled, fired, cut, and formed the staples within design specification. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the two tsb35 devices misfired after first (good) firings. One tsb35 was pulled to complete the case without incident. There was no consequence to the pt.